Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b1, b5, b7 and h6. The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve calcification and thickened leaflets were confirmed from the medical report. No potential manufacturing non-conformances were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 5 years and 2 months due to calcified and thickened aortic valve bioprosthesis.' Per the instructions for use (IFU), structural valve deterioration (calcification) is listed as known potential risks associated with the device. Per edwards' technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Review of the medical record revealed patient's past history of dyslipidemia , the imbalance of lipids. The lipid profile (primarily low hdl cholesterol, elevated triglycerides, elevated ldl cholesterol, and elevated total cholesterol) are important factors in calcification process. As such, available information suggest patient factors (pre-existing co-morbidities (dyslipidemia)) may have contributed to the reported event. Per the instructions for use (IFU), structural valve deterioration (leaflet thickening) is listed as known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis/calcification with thickened leaflets. In this case, leaflets were found to be calcified, which could cause leaflets to be thickened. As such, available information suggests patient factors (calcification) may have contributed to the reported event. Ince no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 5 years and 2 months due to calcified and thickened aortic valve bioprosthesis. The valve was explanted along with the thinned aortic root and replaced with a 23mm resilia konect aortic valve conduit. The patient was transferred to the ICU for further recovery.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 5 years and 2 months due to unknown reasons. No additional details were provided.